Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 136 mg/dl at the time of the call. The customer stated that they had found air bubbles in the reservoir tubing. The customer was unable to troubleshoot the issue at the time of the call. A new reservoir was sent to the customer. It was unknown what may have caused the issue. The customer will return their reservoir back for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs, inspection the reservoirs snap caps and septums for anomalies none were found. Performed occlusion test by filling the reservoirs with diluent, connecting new infusion sets and installing into a medtronic 5 series insulin pump, performed manual prime fluid flowed through the infusion set and catheter tip conclusion the reservoirs are not occluded and no air bubbles.